Event description:
Pt was having a laparoscopic roux en y with lysis of extensive adhesions. The enseal temperature controlled tissue sealing disposable device broke while being used inside the pt. Surgeon retrieved all the pieces of the product. X-ray was taken at the end of the procedure and read as no foreign body. Device was handed off and vendor notified.